Manufacturer narrative:
D2b - pro code (product code: fge, lit g4 - premarket / 510(k) #: k103751, k110122

Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous and mildly calcified vessel. A 4.0 x 40, 135cm mustang balloon was advanced for dilation. However, it was noted that the balloon ruptured during first inflation. The balloon was completely removed from the patient's body by simply removing it, and the procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was in good condition post-procedure.